Event description:
Reporter stated the patient has experienced erratic blood glucose of 60- 300 mg/dl for the past 6-8 weeks, and she believes the insulin delivery of the infusion device is inaccurate. The infusion device was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy, occlusion limits, and alarm functions were tested successfully and comply with the product specifications. No malfunction of the device could be observed during the investigation. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.